Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation from the scs system. It was stated the patient did not have coverage for the left arm. As a result, the patient underwent surgical intervention on (B)(6) 2018, wherein the lead was repositioned midline. Reportedly, effective therapy was confirmed following the procedure.